Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker thought they experienced a syncopal episode (passed out). Review of stored device memory noted three pacemaker mediated tachycardia (pmt) episodes that were appropriately detected and broken with the pmt algorithm. No additional adverse patient effects were reported. This product remains implanted and in service.